Manufacturer narrative:
Investigation found no defects that would contribute to the reported high or low bg (blood glucose) levels, or a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hyperglycemia with intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was in an alcohol rehab facility and was experiencing low blood glucose (bg) levels. Patient had a high bg levels of 498 mg/dl, then patient over corrected the bg levels, had to seek the assistance of a health care provider (hcp) and it went down to 24 mg/dl while wearing the pod between 1 and 4 hours on the infusion site (leg). Patient tried to bolus to treat the bg levels. Rehab staff gave glocacon and glucose tablets. The patient¿s endocrinologist changed the patient¿s nighttime basal after the incident. The paramedics was called but no treatment was provided. Document increase in bg levels from pdm records or as described by the caller: pt stated in bg history she could only find 1 reading from (B)(6) 2018 bg was 204 pt stated bg went to 495. Pt bolused and over corrected . Bg went down to 24.